Manufacturer narrative:
Reporting institution name: (B)(4) people's hospital. Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
It was reported to philips that the defibrillator/monitor/treatment cable failure. There was no patient involvement.

Manufacturer narrative:
The manufacturer's authorized service provider (asp) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, the cable was reinserted by the asp and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.